Event description:
It was reported that (1) lvp assy dspl will be replaced due to dim segments in the tenths digit. The customer reported no patient involvement.

Manufacturer narrative:
The reported issue that the lvp assembly display will be replaced due to dim segments in the tenths digit was confirmed on the returned display board assembly. Testing: the returned display board was tested using a lvp mockup test fixture attached to a cad pcu. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned lvp display board assembly had dim segments. Manufacturing issue device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display board was received for investigation

Event description:
It was reported that (1) lvp assy dspl will be replaced due to dim segments in the tenths digit. The customer reported no patient involvement.

Manufacturer narrative:
Additional information added to d4:h4.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (1) lvp assy dspl will be replaced due to dim segments.